Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was beginning the case and inserted the veress needle to establish pneumoperitoneum. After which, he inserted a 512sd in normal fashion according to the surgeon. After removing obturator, he noticed it had blood on it and put the scope into the abdominal cavity and noticed minor bleeding. He continued to place the 5mm trocar (unsure of product code). It was watched under direct vision entry of 5mm trocar. The scope was placed in subxyphoid port and saw a large volume of blood in the cavity. He quickly manipulated omentum out of the way, only to find the small bowel (anterior posterior aorta, incised by the first trocar. The pt was opened immediately and saved. The patient received a blood transfusion and had an extended operating room time. Also the pt had an extended hospital stay.